Event description:
It was reported that the foley catheter had an unknown issue. Additional information has been requested. As per follow-up information received from (B)(6) team on 20apr2022, the foley catheter had a physical resistance / sticking problem and complete blockage. No other information was available. As per follow-up information received on 31may2022, a (B)(6) year-old patient was found pulling at foley catheter. The foley catheter appeared to be stuck in urethra. It was unable to move foley in or out easily. Therefore, there was no more urine output . The user attempted to remove water from bulb with syringe and was unsuccessful. The bulb appeared to be blocked. Another nurse attempted same with no success. Doctor was called to assess but still it was unable to empty bulb. Patient required intravenous sedation to remove device. The patient required unexpected surgical procedure. There was no permanent harm .

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to undersize eye caused by wrong die used. The device was not returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. The instructions for use were found adequate and states the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with state 10ml of sterile water or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol".

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to incorrect air pressure setting/incorrect air blow direction setting. A potential root cause for this failure mode could be due to insufficient of air blow pressure or incorrect air blow direction which causes drainage eye occlusion/blocked drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with state 10ml of sterile water or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." Corrections: d, h.. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had an unknown issue. Additional information has been requested. As per follow-up information received from canada team on 20apr2022, the foley catheter had a physical resistance / sticking problem and complete blockage. No other information was available. As per follow-up information received on 31may2022, a 54-year-old patient was found pulling at foley catheter. The foley catheter appeared to be stuck in urethra. It was unable to move foley in or out easily. Therefore, there was no more urine output . The user attempted to remove water from bulb with syringe and was unsuccessful. The bulb appeared to be blocked. Another nurse attempted same with no success. Doctor was called to assess but still it was unable to empty bulb. Patient required intravenous sedation to remove device. The patient required unexpected surgical procedure. There was no permanent harm . Per additional information via email from canada team on 30aug2022, stated that catheter appeared to be stuck in urethra. Unable to move foley in or out easily, no more urine output. Bulb appeared to be blocked. Patient had catheter removed under IV sedation.